Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump also had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported that she received a button error alarm from her insulin pump. The customer had to take out the battery from the insulin pump in order to stop the alarm. The customer reported that she has a back-up plan, which is her older insulin pump. Advised customer that the insulin pump would be replaced. No additional info is available.

Manufacturer narrative:
The insulin pump involved in the event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar tio the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.